Event description:
Initiator reported that a comparison between the patient's surestep meter and a hcp meter was 155 mg/dl (ss) and 197 mg/dl (hcp), respectively (23% difference). No symptoms were reported. There was no allegation of harm.